Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the long bipolar grasper instrument had a broken wire. No fragment fell into the patient. The customer performed an x-ray on the patient after the procedure.